Event description:
It was reported that during an impedance check, high impedances (values not specified) were measured on electrodes #9, 10 and 13 on the lead component of the patient¿s implantable neurostimulator (ins). It was noted that the affected electrodes were not being used in the patient¿s program and that they were getting good coverage. There were no patient complications or symptoms reported in the event that were associated with the issue. The patient status at the time of report was noted as ¿alive ¿ no injury¿. Should additional information be received a supplemental report will be filed.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient's stimulator just quit about 2015 (B)(6) while he was working on a motorboat engine. The issue was not resolved and the cause was determined to be lead fractures that caused an abrupt cessation of therapy. There was less than 50% therapy relief at the right low back and leg. Analysis of the newly implanted device revealed multiple contacts >10000 including one in the current program. 3, 8, 9, 10, 12, 13, and 14 were all >10000 ohms. A manufacturing representative (rep) performed reprogramming and was able to use 11 and 15 to reproduce good coverage and to capture his painful areas. The patient was doing fine at that time.

Manufacturer narrative:
Concomitant products: product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 3778-75, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID: 3778-75, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. (B)(4).